Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after feeling a vibratory alert. Upon interrogation, it was observed the implantable cardioverter defibrillator was in backup vvi. The device was restores successfully with no issue. The patient was stable.